Event description:
It was reported that difficulty was encountered when advancing the intra-aortic balloon into the pt's aorta. The intra-aortic balloon was removed and replaced without any complications.